Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The core was separated at the proximal end of the hypotube. A piece of the core was left inside the hypotube. There was a kink in the core at this distal end of the hypotube. There was a kink in the shaping ribbon, 7 mm proximal to the tipball. There were offset coils in the intermediate coils at 2.6 cm and 1 mm proximal the center solder. There was no other damage noted to the guide wire . The tip was tugged on to confirm that the core and shaping ribbon was intact. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Reviewing the sem result, the device core showed evidence of a heavy bend adjacent to the hypotube that resulted in fracture from ductile overload. The guide wire was; therefore, subjected to forces that exceeded the strength of the device. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. The hypotube joint should never be kinked because a kink will damage the joint, but even with treatment very distal lesion, during normal use, this junction should only enter the primary curve of any guiding catheter. Therefore, the opportunity of the guide wire being bent into a tight enough bend to damage the hypotube should only happen in unusual circumstances. The incident information did not describe how the guide wire may have been bent. Guide wires are fragile and it is possible that during removal of the guide wire from dispenser hoop, preparation of the guide wire for use or loading of the guide wire into the rhv or another device, that a bend of this type can occur that would later fracture. Pushing against resistance could also cause the guide wire to bend as found on the returned device. There was damaged tip coils on the returned device. The nature of the damage, which was found to be bent tip coils and overlapped intermediate coils typical of what is seen when the guide wire has met heavy resistance. In this case, the most likely root cause of the bend and subsequent fracture due to ductile overload appears to be from case circumstances that caused the guide wire to have heavy resistance and cause the core adjacent the hypotube to be over bent and fracture. There is no indication of a quality issue in either materials or workmanship. This very low-level failure mode is being monitored. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the balance middleweight separated on the proximal end. The device was removed from the patient's body without problems. No additional event or patient information is available.